Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in 2008, in the pt's left eye (os). Shortly after, the pt began to report glare. The surgeon determined the glare was due to the iridectomy, so closed off the primary surgical iridectomy and performed two iridotomies. The lens remains implanted and the pt is seeing a lot better and is happy with the lens.

Manufacturer narrative:
(Glare), (iridectomy) results: a lens work order search was performed and no similar complaint was found.